Manufacturer narrative:
The returned ipg (sc-1132 sn (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The probable cause selected is no problem detected.

Event description:
A report was received that the patients ipg was nonfunctional and was difficult to be charged due to its position. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients ipg was nonfunctional and was difficult to be charged due to its position. The patient underwent an ipg replacement procedure and was doing well postoperatively.